Manufacturer narrative:
Complete information for section h9. Correction/removal reporting number= 3002809144-01/28/20-001-c this follow-up MDR is being submitted as the device manufacture date was provided. Section h4 device manufacture date has been updated.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c processing module, list 03r67-01, sn ac01136 to the alinity ci-series system control module, list 03r70-01, sn (B)(4) both products have the same manufacturing site of abbott gmbh, wiesbaden, germany. Complete information for section h9. Correction/removal reporting number= 3002809144-01/28/20-001-c a product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed falsely depressed alinity c creatinine enzymatic result for 1 patient. The following data was provided: initial result = 0.9 umol/l, repeat on another analyzer = 178 umol/l additionally, the customer observed falsely depressed alinity c processing module results for alp (alkaline phosphatase), alt (alanine aminotransferase), ast, and total bilirubin. The following data was provided (no units of measure provided): alp initial result = <10, repeat on another analyzer = 78 alt initial result = <6, repeat on another analyzer = 59 no specific patient data was provided for ast and total bilirubin assays. There was no reported impact to patient management. Further review determined the discrepant results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.

Manufacturer narrative:
The field service representative performed a successful 30-run precision study on creatinine and ggt. A definitive cause of the discrepant result was not identified, therefore, the instrument serial (B)(4) was considered the likely cause. A review of the instrument service history did not reveal any service tickets associated with discrepant/erratic results. There were no additional service or complaint issue on or around the date of the complaint that may have contributed to the issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c system, serial (B)(4) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c creatinine enzymatic result for 1 patient. The following data was provided: initial result = 0.9 umol/l, repeat on another analyzer = 178 umol/l. No impact to patient management was reported.